Event description:
Device failed to upgrade no patient involvement.

Manufacturer narrative:
The device history records for the sam 300p were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 8th january 2011. Upon receipt, the shipped software version was confirmed as the same software version that the heartsine samaritan pad 300p upgrader upgrades to. During the investigation the device firmware was successfully upgraded from v3.2.0 to v3.2.0 using the heartsine samaritan pad 300p upgrader, with an upgrade certificate being produced. The device was able to deliver shock therapy without fault during testing at heartsine technologies. The reported fault may have been attributed to an issue with the users pc or usb cable or if the user selected ¿no¿ instead of ¿yes¿ when using heartsine samaritan 300p upgrader or what software they used to perform the upgrade such as the heartsine samaritan pad universal upgrader, which could have contributed to a failure of this nature. The returned sam 300p is now outside of its warranty period and will be scrapped.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device failed to upgrade. No patient involvement.